Event description:
Respiratory therapist (rt) was called to change infant from nasal continuous positive airway pressure (ncpap) to high flow nasal cannula (hfnc). Rt came to ccn immediately and began to place infant on nasal cannula. Rn explained that high flow needed to be given via the vapotherm. Rt stated that the vapotherm machine never works and reluctantly placed the baby on hfnc via vapotherm. Correct settings were placed (2l flow, 21% o2,rn questioned rt as the screen on the vapotherm was not staying lit with the settings. Rt stated the screen does not stay lit. Rn checked the manual with the machine and confirmed that the yellow light meant no flow was going to the patient. Rn pressed the power button, the green light came on and settings were confirmed. A few minutes later the machine began to alarm. Rt was called to bedside and confirmed that the alarm signaled that the vapotherm needed to be serviced. Rn called nurse practitioner and placed infant on nc 1l 21%. Rt stated that they do not keep humidification for nc on the floor but that he would bring it up asap. Rt took vapotherm and stated that he would have it serviced.